Manufacturer narrative:
A remote service engineer assisted with providing the customer with the logs requested; however, they were not retained as there was no allegation of product malfunction. Based on the information available, there was no allegation of product deficiency, and the product was confirmed to be operating per specifications. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that the customer requested assistance retrieving and interpreting the audit logs after the patient passed away. The patient was admitted to ICU at 0846 and moved to the or at 0900 and then the patient was moved back to ICU at 1030; however, it remains unknown what procedure was performed. At 1949 a continually alarming spo2 measurement was turned off and during the night the patient deteriorated with a lot of alarms being generated between 0211 and 0442. At 0442, the arrhythmia alarms were turned off. Additional information was received which indicated there was no allegation of device malfunction; however, the spo2 alarms were turned off as the alarms had been going off for hours. It was also indicated the device and device behavior did not contribute to the death. Based on this information, it does not appear there was any device malfunction that caused or contributed to the reported death; however, a use related error related to turning off alarms was a likely factor. In addition, the information received describes alarm fatigue as a reason for turning off the alarms.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer requested assistance retrieving and interpreting the audit logs after the patient passed away. The patient was admitted to ICU at 0846 and moved to the or at 0900 and then the patient was moved back to ICU at 1030; however, it remains unknown what procedure was performed. At 1949 a continually alarming spo2 measurement was turned off and during the night the patient deteriorated with a lot of alarms being generated between 0211 and 0442. At 0442, the arrhythmia alarms were turned off. It remains unknown if there was any allegation of malfunction or device behavior that contributed to the patient death; therefore, good faith efforts are being performed.